Event description:
On (B)(6) 2021 the customer called in to medela llc and alleged that her pump in style maxflow had low suction and a damaged personal fit connector membrane, which caused clogged ducts.

Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting, cleaning and reassembling the kit and tubing set; and it was noted that one of the personal fit flex connector membranes was not fitting into the connector. The troubleshooting did not resolve the issue. Replacement personal fit flex connectors and membranes were sent to the customer and her original parts were requested to be returned for testing/evaluation. In follow up with a complaint handler on (B)(6) 2021, the customer indicated she had mastitis, had taken antibiotics, and had sent her old parts back to medela llc, which are pending evaluation. In subsequent follow up on (B)(6) 2021, the customer stated her mastitis was diagnosed on (B)(6) 2021, and she had completed a 7 day antibiotic treatment, but was now better. Based on the results of our internal investigation (reference number (B)(4)),it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) % for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother's mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.